Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no down button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
It was reported the customer received a button error alarm. The mother stated her daughter's numbers were rising when she was attempting to bolus. The daughter's blood glucose was 79 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.